Event description:
It was reported that the patient asked about the best modality to locate or interrogate defective percutaneous leads that were all rogue over the body. No symptoms were reported. Additional information was received from the patient. Patient reported that she does not have any medtronic device/therapy and never had; however, since the MRI technician found leads inside her body, she thought she would reach out to medtronic to see what we recommend her to do regarding these non-medtronic leads. The patient was transferred to patient services for healthcare provider information. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).